Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to unknown product performance issue. No further details were known, but the lead had been implanted for 19 years. No additional adverse patient effects were reported.